Event description:
Internal staples used during mitrofanoff surgery during the creation of a stoma in 2016. In 2020 I was first diagnosed with bladder stones. Staples were found to be within the stones upon examination. 4 subsequent surgeries have been done for bladder stone removal and staples have been found within the stones and to be the cause of the bladder stones. It is unknown how many are retained and the surgery to remove any of the retained staples is too dangerous and the surgeon is unwilling to perform the procedure. It is unknown how long and how many more staples will cause me more bladder stones and subsequent surgeries I will have to endure.